Event description:
The manufacturer became aware of a user of an essence nebulizer alleging that medication was not coming out of the device and advised the patient to replace the filter and other parts. Also, reviewed the cleaning instructions. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer became aware of a user of an essence nebulizer alleging that medication was not coming out of the device and advised the patient to replace the filter and other parts. Also, reviewed the cleaning instructions. There was no report of serious harm or injury. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. Section a3 was also populated with the patients reported sex.